Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted due to chronic wound infection with dehiscence of the skin, which started in (B)(6) 2024. Reportedly, the surgical wound healed completely after initial implantation in (B)(6) 2024 and the user never suffered from post-operatively wound healing issues. Neither trauma nor a significant medical history is known. Furthermore, the user reportedly had sufficient benefit with the device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an infection leading to extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The device was explanted due to chronic wound infection with dehiscence of the skin, which started in (B)(6) 2024. Reportedly, the surgical wound healed completely after initial implantation in (B)(6) 2024 and the user never suffered from post-operatively wound healing issues. Neither trauma nor a significant medical history is known. Furthermore, the user reportedly had sufficient benefit with the device.